Event description:
Additional information provided by the customer 17feb2021: the event occurred during reprocessing with a bf-17h190. They were last provided and in-service november 2020 and there have been no changes in personnel since then. All personnel are trained to properly reprocess an endoscope. Confirmed there was no patient contact/impact.

Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU shipped with the device provides the user detailed instructions regarding the proper re-processing /sterilization of the device in chapter 7 "cleaning, disinfection, and sterilization procedures." Conclusion: the definitive cause of the user's reported event could not be established. The following possible cause is presumed based on the information available: due to human errors, scope may not have been cleaned, disinfected, or sterilized in the facility according to reprocessing information provided in the instructions for use (IFU).

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: there is open/peeling glue on the pink rubber of the c-body. There is full ig breakage of the image oes. There are 2 full broken elements at 14 and 21 of the um image. Angulation is low. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of an evis exera ii ultrasonic bronchofibervideoscope, the scope was not processed within the 1 hour time limit. There was no patient contact/impact related to this occurrence.